Event description:
It was reported that 1 bd pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550 batch no. 0260328 a private physician reported that these needles clogged easily. No specific amount of occurrences and dates of event. Samples are available.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550, batch no. 0260328. A private physician reported that these needles clogged easily. No specific amount of occurrences and dates of event. Samples are available.